Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 40-year-old female patient who had essure (batch no. 629137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included appendectomy. Concurrent conditions included urinary tract infection. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic mass ("pelvic mass"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic mass, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, menorrhagia, pelvic inflammatory disease, pelvic mass, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on unspecified date, patient had supracervical hysterectomy with right salpingectomy and left salpingoophorectomy with removal of tubo-ovarian abscess and cystoscopy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: the event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic inflammatory disease, migration of essure device, did you undergo an essure confirmation test: no added. Reporters, lot number, lab data added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (batch no. 629137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included appendectomy. Previously administered products included for an unreported indication: nsaids and acetaminophen. Concurrent conditions included urinary tract infection. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/ urinary tract / vaginal)") and vaginal infection ("infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic mass ("pelvic mass"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic mass, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered cystitis, device dislocation, menorrhagia, pelvic inflammatory disease, pelvic mass, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on unspecified date, patient had supracervical hysterectomy with right salpingectomy and left salpingoophorectomy with removal of tubo-ovarian abscess and cystoscopy due to complications from the essure device. Discrepancy noted regarding removal of essure:in previous follow up its mentioned that she had essure removal and in current follow up its mentioned that she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative . Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Events urinary tract infection, bladder infection & vaginal infection were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/right-sided essure device not visualized with certainty"), pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (batch no. 629137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included appendectomy. Previously administered products included for an unreported indication: nsaids and acetaminophen. Concurrent conditions included urinary tract infection. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/ urinary tract / vaginal)") and vaginal infection ("unfection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic mass ("pelvic mass"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorectomy), surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic mass, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, menorrhagia, pelvic inflammatory disease, pelvic mass, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on unspecified date, patient had supracervical hysterectomy with right salpingectomy and left salpingoophorectomy with removal of tubo-ovarian abscess and cystoscopy due to complications from the essure device. Discrepancy noted regarding removal of essure:in previous follow up its mentioned that she had essure removal and in current follow up its mentioned that she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received:events depression,anxiety and abdominal pain added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (batch no. 629137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included appendectomy. Previously administered products included for an unreported indication: nsaids and acetaminophen. Concurrent conditions included urinary tract infection. On (B)(6) 2009, the patient had essure inserted. In january 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/ urinary tract / vaginal)") and vaginal infection ("unfection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic mass ("pelvic mass"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic mass, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered cystitis, device dislocation, menorrhagia, pelvic inflammatory disease, pelvic mass, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on unspecified date, patient had supracervical hysterectomy with right salpingectomy and left salpingoophorectomy with removal of tubo-ovarian abscess and cystoscopy due to complications from the essure device. Discrepancy noted regarding removal of essure:in previous follow up its mentioned that she had essure removal and in current follow up its mentioned that she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/right-sided essure device not visualized with certainty'), pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 629137) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included appendectomy. Concurrent conditions included urinary tract infection. Concomitant products included hydromorphone hydrochloride (dilaudid), ibuprofen, levofloxacin, metronidazole (flagyl 250), nsaids since 2009, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/ vaginal)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure. In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract / vaginal)") and vaginal infection ("unfection"). On an unknown date, the patient experienced pelvic mass ("pelvic mass") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy,oophorectomy and underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic mass, cystitis, vaginal infection, depression, anxiety and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, menorrhagia, pelvic inflammatory disease, pelvic mass, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on unspecified date, patient had supracervical hysterectomy with right salpingectomy and left salpingoophorectomy with removal of tubo-ovarian abscess and cystoscopy due to complications from the essure device. Discrepancy noted regarding removal of essure:in previous follow up its mentioned that she had essure removal and in current follow up its mentioned that she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated for pain, bleeding and urinary/bladder problems. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic mass ("pelvic mass"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingoophorectomy). Essure was removed. At the time of the report, the pelvic pain and pelvic mass outcome was unknown. The reporter considered pelvic mass and pelvic pain to be related to essure. The reporter commented: on unspecified date, patient had supracervical hysterectomy with right salpingectomy and left salpingoophorectomy with removal of tubo-ovarian abscess and cystoscopy due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.